Manufacturer narrative:
After the battery was installed in the insulin pump it alarmed trace pointers are invalid and then it was followed by history pointers failed due to internal battery connector not seating properly to connector. The device was returned for the alarm which generated when the backup battery failed. Analysis confirmed the alarm was it was triggered when the backup battery loaded voltage was less then 3.5v for four consecutive hours due to internal battery connector not seating properly to connector. The device was received with minor scratches on the lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed, which was generated when the backup battery failed, however this alarm does not prevent the device from running. Customer's blood glucose was unknown. It is unknown if troubleshooting was performed. The insulin pump is returning for analysis.